Event description:
This lead was implanted on (B)(6) 2010 and remains implanted at this time. Information was received that on (B)(6) 2013 it was noted that there was an increased pacing threshold (1.8v@0.4ms) and impedance (1700 ohm) in the ra lead. Previous measurements 6 months ago were 1 .2v and 700 ohm. The patient will be followed up every 3 months instead of 6 months. In addition, there were quite a few episodes of atr for which the egm couldn't be read due to memory limitations. The data was saved onto a usb to sort this out. The facility was birmingham city hospital in united kingdom. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).